Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to turn on. Upon troubleshooting, fse found that mpdu had no led's and the single-phase ups was off, single-phase ups was causing ny 1 fuse 4 to blow and also identified the defective single phase ups. To resolve this issue, fse placed a jumper on the pdu to bypass the ups. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system shutdown after a few minutes, then would not power back on. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.